Manufacturer narrative:
During inspection and testing of the returned device, the abnormal color tone of the image was found to be caused by damage to the image pickup unit and damage to the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the image issue was likely due to a failure of the image sensor unit, a failure of the board inside the video connector, or a defect on the system side. However, a definitive root cause could not be determined. Further evaluation of the device found the adhesive rubber was chipping. Switch button #2 was not functioning due to physical damage caused by external factors. Several of the device components demonstrated scratches due to wear and external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device exhibited an image defect. The issue was observed during inspection of the device, before an unspecified therapeutic procedure. Another device of the same model was used for the intended procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found that the color tone of the image was abnormal. This report is being submitted for the malfunction found by service during the device evaluation [abnormal color tone].